Event description:
It was reported the "lead was infected." The device and lead were removed and replaced. Additional information was requested but not received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.